Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that when the cable is flexed up and down there is intermittent operation. No impact or consequences to patient was reported.

Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed rubber coming off of the cable. During evaluation the cable passed all functional testing and was determined to be functioning as designed. The cable would not lose connection no matter how it was twisted and moved around. The worn rubber shielding is a cosmetic issue and does not affect the unit's functionality.

Event description:
The customer reported that when the cable is flexed up and down there is intermittent operation. No impact or consequences to patient was reported.